Event description:
It was reported that this pacemaker and right atrial (ra) lead triggered a lead safety switch (lss) due to pacing impedance measurements out of range. Technical services (ts) was consulted prior to a lead revision to review and noted there had been a signal artifact monitor (sam) episode stored with noise oversensing, as well as the out of range impedance measurements. Subsequently, the ra lead was capped and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned and was not returned; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.